Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a female patient (age unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive trouble shooting without duplicating the reported malfunction. The device's left side panel was replaced as a precaution. Review of the device activity logs indicated the logs were cleared after the event date. The device was recertified and returned to the customer. No trend is associated with reports of this type.